Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. During visual evaluation, material separation was noted between the distal tip and outer catheter but still attached to the inner core wire. Therefore, the investigation is confirmed for material separation. However, the investigation is inconclusive for the device - device incompatibility issue as the exact circumstance was not reproduced. A definitive root cause for the reported material separation and device - device incompatibility issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 05/2024), g3 . H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a recanalization procedure, the tip of the catheter was allegedly misaligned and the guidewire was unable to be inserted. There was no patient contact.

Event description:
It was reported that prior to a recanalization procedure, the tip of the catheter was allegedly misaligned and the guidewire was unable to be inserted. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.